Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30506658m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) year-old-female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. When the effect was checked before ablation, it was confirmed that an effusion had already accumulated. As there was no problem with blood pressure, the procedure was continued. Blood pressure decreased right after pulmonary vein isolation (pvi), cavotricuspid ishmus (cti) and svci ablation. An increase in effusion was confirmed by echo, and drainage was performed. The procedure was terminated after stabilization. Additional information indicated the patient has been doing well without any problems since then. The physician commented that pericardial effusion was also confirmed on CT images before the procedure, so it is highly likely that the event was caused by the patient¿s condition. Since the pericardial effusion was confirmed with CT scan before the procedure, it was likely related to the patient condition. The patient was reported as fully recovered. There was no evidence of steam pop. The event occurred during ablation phase. It was not reported that extended hospitalization was required for the patient. There was no particular error codes reported.